Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a break and leaking at the needleless cap connections to the "pigtail sets" that are attached to the cardiac catheter line. There was no patient harm.

Manufacturer narrative:
The customer¿s report of breakage and leaking at the needleless cap was confirmed. Visual inspection showed that one of the maxplus valves and the female luer below it were not present on the set. Microscopic inspection of the area of detachment revealed the presence of bonding solvent. The tubing had a jagged edge and appeared to have been stretched. The root cause of breakage and leaking at the needleless cap could not be determined.